Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation as found the following: the insertion tube was scratched, the image was distorted during angle operation but was able to return to normal. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the bronchovideoscope had no image during angulation. The device was returned for evaluation. During the device evaluation, damage tot he electrical connecter and charged coupled device (ccd) caused image to not be displayed. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image issues could not be determined, however, the issue was likely due to the observed damaged electrical connector and charged coupled device. The observed damage was likely the result of user handling/mishandling. The event may be detected/prevented by following the instructions for use section below: -inspection of the endoscopic image olympus will continue to monitor field performance for this device.